Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was experiencing frequent low flow alarms (lfa) due to right heart failure and the site request for introduction of lfa2.0. The patient had no symptoms when the lfa was triggered. The patient's system controllers were changed to lfa2.0 on (B)(6) 2024. The event log file contains data as a backup and newly programmed 2.0lpm controller connected (B)(6) 2024. There were no notable alarm conditions or parameter changes. It was additionally communicated on (B)(6) 2024 that the alarms resolved, there was no patient symptoms, and that the patient was under follow-up. It was unknown whether rhf existed prior to pump implantation, or if a device related issue caused/contributed to the rhf.

Event description:
It was also stated that on (B)(6) 2024 the patient had neuropathy for less than 24 hours and an embolism in the left hemisphere of the brain that was detected with a computed tomography (CT) scan. The patient had a stroke and weakness in the right side of the body. The neuropathy was device related. The patient was given warfarin and aspirin, and a surgical procedure was performed.

Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: catalog number has been corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Log files were submitted from the patient¿s former backup controller after it had received low flow software updates on (B)(6) 2024 and was connected to the pump to provide support. Review of the submitted log files found that the system appeared to be operating as intended at the set speed with no notable alarms. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A, is currently available. Section 1 ¿introduction¿ of this document lists right heart failure and stroke as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists right heart failure as a potential risk/adverse event and neurologic dysfunction as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. This section (under ¿right heart failure¿) outlines indications of right heart failure as well as possible treatments. Section 6 also provides information regarding anticoagulation, including recommended inr (international normalized ratio) range. Section 1 of the IFU provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. C, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The hm3 (heartmate 3) lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.